Manufacturer narrative:
(B)(4). Returned product consisted of a rebel mr catheter. The balloon and stent were tightly folded. Inspection of the device revealed numerous kinks in the hypotube and there was damage to the stent located 9 mm from the tip of the device. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 21dec2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous, moderately calcified, left anterior descending artery (lad). A 32x4.00mm rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.